Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation, and the customer's allegation of a noisy image was confirmed due to a faulty charged-coupled device. The device evaluation also found the cable was processed incorrectly and a smashed connector tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had noisy image (the subject cannot be recognized) and there were lines on the screen. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). The cause of the faulty ccd was attributed to customer using an autoclave to clean the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not steam sterilize the camera head. The camera head is damaged. Do not strike the camera¿s head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.